Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided.

Event description:
Consumer is alleging that she had two heating pads that melted.

Manufacturer narrative:
Devices are currently being evaluated.

Event description:
Consumer is alleging that she had two heating pads that melted.